Event description:
A customer reported experiencing multiple occlusion alarms, specifically alarm 2 followed by alarm 26. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Technical support recommended a replacement pump and advised the customer to revert to an alternate insulin therapy until the new pump arrived. No third-party assistance was needed.